Event description:
It was reported by the customer that on (b)96) 2010 an aiming beam fired straight out of the fiber at 106,519 joules. No patient injury was reported. An examination, conducted by an american medical systems quality engineer, confirmed that the cap had fractured and partially broken off.

Event description:
On august 30, 2010, the lay user/patient contacted lifescan (lfs) alleging that a control solution test performed on her onetouch ultra2 meter fell outside of the specified control solution range. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began on (B)(6) 2010. The cca noted that the patient manages her diabetes with insulin (no adjustments). However, it is not known if the patient continued to test her blood glucose with the subject meter after the alleged issue began or if she made any adjustments to her diabetes regimen as a result of the alleged issue. The patient claimed that prior to when the issue started, she developed symptoms of feeling shaky and sick to her stomach; however, reported treating herself with food and/or drink on (B)(6) 2010. It is not known if the patient continued to experience symptoms after the alleged issue began. At the time of troubleshooting, the cca discovered that the patient was using control solution that was opened longer than the discard date, expired, or stored improperly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly treated herself for symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510k # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.